Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for peripheral neuropathy and spinal pain. It was reported that the patient was not able to charge fully. They were only able to charge up to 75% and then they had to stop because their back started to hurt and it made a red mark on their skin. This occurred intermittently since (B)(6) 2015. The patient charged for 3 hours at a time. A manufacturing representative met with the patient and "adjusted it" so the patient would be able to charge again, but they continued to have this problem. The patient was instructed to charge more frequently for shorter durations. It was reported that the implantable neurostimulator (ins) only charged full one time after surgery. The patient confirmed that they tried to charge to full but could not because their skin turned red if they kept the recharger over the site too long. It was noted that the manufacturer's representative "took off 2 load wires" but they still can't charge fully. The patient later noted that their pain physician did not want to work with the device and would only give shots. The patient did not have a healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 97754, serial# (B)(4), product type: recharger; product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant was going to be replaced on (B)(6) 2020 because it would not hold a charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.